Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was over 600 mg/dl at the time of incident and current blood glucose was 272 mg/dl. Customer stated that the current high blood glucose was treated with the manual injection. Customer had not experienced any symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active at the time of incident. Customer also stated that they fall asleep and woke up with over 600 mg/dl blood glucose and they given themselves a dose of insulin at the time of event. Customer reported that the insulin pump will be returned for analysis.